Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as there was severe tortuosity and severe calcification in the iliac limb. The physician intentionally covered the right hypogastric artery with an extension. There were no issues and the final angiogram looked great. The patient presented two days post index procedure with a cold leg. The CT revealed that the distal end of the stent graft was kinked due to the severe tortuosity and severe calcification in the iliac artery. The physician elected to perfume a femoral to femoral bypass. The blood flow was restored. No clinical sequelae were reported and the patient is fine. A review of returned pre-implant 3d reconstruction images confirmed a very tortuous and calcified right external iliac artery.

Manufacturer narrative:
(B)(4). Evaluation, method: (films). Evaluation, results: inherent risk of procedure (occlusion, kink); patient's condition affected effectiveness of device (severe tortuosity and severe calcification in the iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (severe tortuosity and severe calcification in the iliac artery).